Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure tear in cuff was not confirmed. An inflation/deflation test was performed. There are no leaks and segregates the defective parts. Once the part is inspected visually, then the instruction provides the guidelines to deflate the cuff. All manufacturing controls were found acceptable and effective to detect the reported failure mode. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the air was able to be inserted into the cuff and the deflation was able to be performed, but after deflation the cuff was able to inflate. Intubation was performed with new product.